Manufacturer narrative:
All previously reported codes removed as they are no longer applicable.

Event description:
Additional information received indicated that all allegations were alleged against the patient's other implantable device. Going forward information will only be captured under manufacturer's report number 3004209178-2015-19125.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable. Neurostimulator. Product ID: 3387s-40, lot# v383702, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3387s-40, lot# v139132, implanted: (B)(6) 2008, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from the patient that reported for the past 2 months prior to report, their therapy felt like it was turning on and off. It would happen all of the time even when the patient was sitting down or doing exercise. Their health care professional (hcp) was aware of the issue and they had done an impedance check and the doctor got two different impedance readings. The doctor had recommended replacement of the implantable neurostimulator (ins). The patient had an appointment with the surgeon on (B)(6) 2015 to discuss replacement because their most recent ins battery was "faulty". It was noted the replacement was being scheduled. No trauma/falls were related and the stimulation issue was not related to positional movement. The patient was implanted for essential tremor and movement disorders. Further follow-up is being conducted to determine what actions/interventions were taken to resolve the therapy turning on/off and what the cause of the issue was. If additional information is received, a follow-up report will be submitted. Please see manufacturer report #3004209178-2015-19125 for information on the patient's concomitant system.